Event description:
(B)(4). The insertion was horrible. I was awake. There was a bit of difficulty in implanting the coil in my tube. I have and had no current illnesses or medical condition . The procedure was at my expense. No lab was done.